Manufacturer narrative:
The hill-rom technician found the patient and caregiver siderail nurse call membranes needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the patient and caregiver siderail nurse call membranes to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).